Event description:
A customer's daughter reported her mother, the user of the precision xtra meter, has been using one touch test strips made by lifescan to test her blood glucose for approximately three weeks. The strips were purchased at rite aid and the customer was able to activate her precision extra meter with one touch test stirps. In early 2009, the customer experienced symptoms of hyperglycemia and when tested her sugar level, received a result of 174 mg/dl, which was lower than how she felt. A few hours later, when symptoms got worse, the reading obtained on their meter was 154 mg/dl. The caller drove her mother to a local hospital, where upon arrival a reading of 363 mg/dl was obtained on the hospital's meter. The customer was diagnosed with and treated for hyperglycemia.

Manufacturer narrative:
The port used in the acd precision xtra meter was first available in 1992 before the availability of lifescan one touch ultra test strips in 2000. Though investigation adc has determined that these strips will, in some cases, work with the precision xtra/optium meter. The strips may not always work in the meter as the strip specifications differ in terms of plastic substrate thickness. The port specifications for the adc meters are 432 um to 462 um. The plastic thickness of the one touch ultra test strips is 250 um. In some cases, this will be sufficient to operate the micro switch in the adc meter and allow an assay to be performed. Other specifications adopted by the one touch ultra test strips are matched to other adc meter ports. The one touch ultra test strips have 3 electrodes, whose spacing matches the contacts in the adc meter and the strip width is equivalent at 5.5mm. The electrical output characteristics of the one touch ultra test strips is insufficiently different than that of the correct precision xtra test strips to cause a meter error. Both adc and lifescan packaging clearly state which strips should be used with which meter. The one touch ultra test strips are presented in vials while the precision extra/optium test strips are individually wrapped in foil. Both systems also emphasize the importance of calibration with each new box of strips. The calibration requirements for both systems are not compatible. The one touch ultra test strip gives a calibration code (numbers from 1 to 49) on the test strip vials. The precision xtra/optium calibration is performed by inserting a calibrator (a plastic strip like component supplied in a package with each strip box) into the meter port and the strip "lot" number is shown on the meter screen as well as the individual foil wrapped strips and calibrator. This is an initial report. A supplemental report will be filed when investigation results are available.